Manufacturer narrative:
The customer was unable to identify the lot involved in this event. The two possible lots were identified as g3318981 and g3326783. Both lot will be reviewed in relationship to this event and a supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding an assembly issue between a spigot protector and exeter introducer was reported. The event was confirmed. Conclusion: the exeter spigot protector was confirmed to have manufacturing related damage and an nc was raised. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that, during a bha, the reported spigot protector was not held with a exeter inserter. The surgeon thought that the dimensions of the spigot protector was wrong.

Event description:
It was reported that, during a bha, the reported spigot protector was not held with a exeter inserter. The surgeon thought that the dimensions of the spigot protector was wrong.